Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1113 (invalid test results, read value) while running 6 pt samples on the axsym digoxin iii assay. The customer stated that these samples were collected in tubes with plasma separator. Results were obtained when one sample was collected in a non-plasma separator tube. There was no impact to the pt's management reported.